Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle, one vein pick, one catheter lock, one flushing connector and one guidewire in a guidewire hoop were returned for evaluation. Gross visual, microscopic visual, functional and dimensional testing were performed for returned sample. The investigation is confirmed for the identified fracture, material separation and stretched issue as the complete circumferential break was noted at the round inner core wire and the outer coils of the guidewire appeared to be unraveling proximal to the needle hub. Additionally the round inner core wire was noted to be protruding. However, the investigation is inconclusive for the reported guidewire twisted issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2024).

Event description:
It was reported that during a port placement, the guidewire allegedly was twisted. The procedure was completed using another device. There was no reported patient injury.